Event description:
It was reported that the artificial urinary sphincter (aus) cuff was "wasted" during a replacement surgery. The reason why the cuff was not used was not provided. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.